Event description:
It was reported that the user experienced persistent hyperglycemia with readings up to 300 mg/dl and episodes of hypoglycemia while using the ilet with 6 mm, 32-inch infusion sets, alongside reports of increased insulin use and apparent missed meal announcements. Symptoms included no reported hypoglycemic or hyperglycemic symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of the user¿s uploaded report and provision of training resources. Investigation of this case revealed missed meal announcements as a likely contributor to hyperglycemia, with no evidence of insulin leakage at the infusion sites based on user report. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically missed meal announcements, were the probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.